Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: device fracture. Event summary: during a left, cementless total hip procedure at hospital (B)(6), on (B)(6) 2018 the neck trial cracked during routine use. Nothing fell into patient. Neither harm or injury to patient/operator nor a surgical delay has been reported. Review of received data. No medical data such as x-rays, photographs, surgical notes or any other case-relevant documents received. Due to patient privacy policy no patient information will be provided. Devices analysis - visual examination: the trial head shows distinct signs of usage on the outer surface. The edges around the four slits are roughened and some light scratches can be found over the complete outer surface. The inner surface shows light scratches over the complete surface as well, especially, on the inner surface of the flanks. One out of the six flanks broke off and is missing. The broken off flank has not been returned for investigation. Based on this visual examination the complaint can be confirmed. Measurements: as the instrument experienced plastic deformation no measurement was taken. Functional test: as the instrument experienced plastic deformation no measurement was taken. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance -> not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks due to degradation of material due to cleaning and sterilization possible, as it is unknown how often the device has been reworked (cleaned and sterilized), this cause cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as the deformation indicates the application of a high force. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as the deformation indicates the application of a high force. Instrument breaks or deforms due to off-label / abnormal-use: possible, as the deformation indicates the application of a high force. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. During a left, cementless total hip procedure the trial neck adapter fractured during routine use. Nothing fell into the patient and no patient harm has been reported. The visual examination confirmed the fracture of the device. Further, based on the distinct signs of usage, it can be assumed that the device has been used extensively. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, the device has been manufactured in 2012. Therefore, in case of extensive usage and repeated cleaning and sterilization cycles over several years some material degradation cannot be excluded. Further, the application of a high or a wrong directed force may lead to the fracture of the device. Therefore, based on the given information and the results of the investigation, we identified the application of a high or a wrong directed force in combination with some material degradation due to extensive usage of the device as the most likely root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the adapter for trial head, m/0, taper 12/14 fractured during routine use. It was also reported that there was no surgery delay and no pieces remain in patient. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on june 8, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the adapter for trial head, m/0, taper 12/14 fractured during routine use. It was also reported that there was no surgery delay and no pieces remain in patient. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.